Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex trace was cracked at pin connection. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded loss of prime with non-zero force. Investigators performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Force sensor calibration was within specifications. Opened pump and removed from case. Inspected force sensor flex cable connection. Force sensor flex trace was cracked at pin connection. (B)(6).